Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: the battery cap was returned stuck to pump and had to be forcibly removed. The returned battery cap was unable to be fully tightened to the returned pump and the test pump and was difficult to remove. A test cap was able to attach to the returned pump. The returned battery cap was damaged at the threads and top slot. One battery cap contact height measurement was out of specification. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that they were unable to remove the battery/cartridge cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow up # 2 date of submission 12/09/2016 ¿ correction to serial #: